Event description:
It was reported that the customer passed away at home. The caller stated that the insulin pump was calibrated and the customer was not wearing the insulin pump at the time of passing. The caller was unsure for how long the pump had been disconnected. The caller did not know if the customer used sensors. The customer's blood glucose, at the time of death, is unknown. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump received with no battery installed. The insulin pump received with minor scratched lcd window and scratched keypad overlay. Data analysis there is no data listed for the dated of (B)(4) 2015 due to insulin pump received without battery installed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.